Event description:
It was reported that the customer filled up his reservoir with 120 units of insulin and 15 minutes later his reservoir was empty. His blood glucose level at the time of the event was 80 mg/dl. The morning of the report, the customer experienced a high blood glucose level of 600 mg/dl because his infusion set fell out of the body during his sleep. The customer experienced nausea and vomiting and treated with boluses. Troubleshooting was performed for high blood glucose. Insulin exited the tubing during a manual prime. No air or leaks were found. Scratches on the insulin pump screen that not impede the customer's ability to read the screen were found. At the time of reporting the issues, the customer's blood glucose was 138 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).this is 2 of 2 medwatch reports regarding this event. Please see medwatch report # 2032227-2014-54941.